Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were sticking. A self test on insulin pump for volume issues passed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.